Manufacturer narrative:
Note: the monitor was received and forwarded to our in-house service center for evaluation and repair. Service confirmed the h/s color chip failure at startup. During service and repair, service found the arterial blood parameter failed manufacturing srs test. The rpc value was out of specification. The arterial blood parameter probe was replaced and a new red ribbon was installed. Following service and repair, the monitor passed all service testing and was returned to the customer. The root cause of the reported complaint was attributed to failure of the blood parameter probe. A corrective action determination has been initiated to track blood parameter failures.

Event description:
During routine testing of the device, the service technician reported the monitor failed the arterial blood parameter manufacturing testing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.